Event description:
The pt was admitted to the hosp for diabetic ketoacidosis. The pt's husband stated that after they inserted the silhouette insulin infusion set, his wife's blood sugar levels continued to rise until she became very ill. He also stated that when the medical dr removed the set from the site, the cannula was missing. He also stated that there was no marking on her skin where the introducer needle should have penetrated through the site. He added that his wife is a new pump user and that the cannula did not break off under his wife's skin because there was no indication that the introducer needle was inserted properley into the skin at the site.